Manufacturer narrative:
One device was received for evaluation. Customer reported that force sensor required replacement. Device shows ¿force sensor test¿ during power-up test and reoccurring instances in the device log. Visual and functional testing was performed. Review of prior service history indicate that the force sensor and plunger pcb were replaced on (B)(6) 2026. The probable cause of device¿s current force sensor test is due to a problem with the main pcb offset circuit. All functional test of the device passed after repaired.

Event description:
It was reported that the force sensor required replacement. There was no patient involvement and no patient harm.